Manufacturer narrative:
Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "right sided facial droop" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with a couple syringes of juvederm voluma xc in the cheeks and had "right sided facial droop."